Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, bleeding lcd glass, and cracked case near display window corners.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of a cracked case on the insulin pump. The customer stated that the drive support cap did not appear to be damaged. The customer will be sent a replacement pump.